Event description:
Analysis results of device in question: technical description of fault found-needle broken (patient part). The results of the quality investigation by thr mfg site indicate that the needle had probably been bent and an attempt was made to rebend it. The batch number of the needle is unknown since the only needle returned for testing was the actual needle used when the event occurred.